Manufacturer narrative:
A device history record review was completed for provided material number 300800 and lot number 230405. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. The needle hub component was assembled onto a syringe and displayed practically no epoxy: the adhesive used to join the cannula and hub components. The lack of epoxy caused the cannula to detach from the hub. This most likely resulted during the cannula assembly process from an incorrect dosage, an epoxy nozzle adjustment, or nozzle replacement. The needle products are inspected for epoxy presence during the manufacturing process and rejected if any defect is identified. The camera inspection system is routinely challenged. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. The manufacturing personnel have been alerted of this incident to raise further awareness on the production floor. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles 23 g the needle pulled out. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: we would like to submit a complaint for the bd needle blue 23 g. During withdrawal from the bulk vial, it was noticed that nothing had been drawn up in the syringe. When the preparer withdrew the needle, the needle remained in the septum of the vial. The metal part of the needle came out of the blue holder.